Event description:
It was reported that the pt's recharger was x-rayed at the airport. The recharger did not work while the pt was traveling. Add'l info has been requested but was not available on the date of this report.